Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted the 3.0 x 28 mm otw promus stent delivery system (sds) was returned with blood on the balloon. There was contrast in the balloon and in the inflation lumen consistent with preparation of the device. The balloon was loosely folded consistent with inflation. There was no damage noted to the balloon catheter. The rotating hemostatic valve (rhv) used during the procedure was not returned. Ansi hima gauges were used to confirm that the hub luers met manufacturing criteria which suggests there was not a faulty connection with the sds and the inflation device used during the procedure. There was no loose connection noted on the sds when the indeflator was attached to the hub. A new rhv was attached to the hub and there was no loose connection noted and the sds was pressurized with an indeflator and no loose connection was noted. Based on the returned device analysis, the leak was not coming from the sidearm (y-adaptor) as reported. An indeflator, filled with water, was used to inflate the balloon and fluid was observed leaking from the distal end of the strain relief tubing. There was no other damage noted to the sds. It appears that the leak contributed to the reported difficulty to deploy. Thus, the stent was post-dilated with a non-abbott dilatation catheter. There was no obvious damage to the sidearm, the strain relief tubing, the glue ports were sufficiently filled and cured and the inner member was properly placed and aligned with in the side arm centering cavity per manufacturing specification. Further investigation of this issue by manufacturing determined that the leak in the strain relief tubing was not an indication of a product deficiency. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for difficult to deploy or loose connection for this lot. There was no historical data and no adverse trends for the device to suggest a manufacturing deficiency. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units from every lot is destructively tested prior to release to verify stent deployment dimensions, as well as, stent uniformity of expansion.

Event description:
It was reported that during the procedure in the mid left anterior descending artery, a 3.0 x 28 mm promus otw stent system was advanced. During deployment of the stent, it was noted that the balloon would not hold inflation. The physician thought there might be a pinhole in the balloon and had cath lab staff inflate the balloon as much as possible. The stent was deployed and the stent delivery system was removed from the patient anatomy. After the promus stent system was removed from the anatomy, it was noted that fluid was coming out of the connection where the catheter connects to the y-adaptor. The stent was post-dilated with a non-abbott dilatation catheter. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.